Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use (IFU), states: note the product use by date specified on the package. In addition, it should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, IFU states: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation in the saphenous vein graft (svg) to the right coronary artery (rca). On (B)(6) 2016, a 4.0x26 rx graftmaster covered stent that had expired on 07/31/2016, was deployed at 9 atmospheres and sealed the perforation. Use of the graftmaster device did not cause or contribute to complications or adverse events. There have been no adverse patient sequelae. No additional information was provided.